Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was diagnosed with interstitial cystitis (ic) in 2012 and after years of trial and error, the patient's urologist decided to ahead with the implant. The surgery occurred in (B)(6) 2015 and it was successful. However, within the past recent months, the patient had been experiencing adverse side effects that were beginning to alarm her. She was experiencing a shocking sensation which traveled all throughout the lower half of her body. The feeling of being shocking, described as a sudden jolt, and the after effects of these abrupt jolts could last anywhere from 20 minutes to several hours. It became painful to move, sit in certain positions, walk, engage in intercourse, and even simply lying in bed was alarmingly uncomfortable. She assumed that she needed to lower the intensity of the device, which she did. This did not put a stop to feeling as though she was being shocked. She first noticed it happening a few months ago, and it would happen maybe twice a month. Now it was happening once a week. She was very concerned and upset. She felt as though she had regained her life as a result of having the device surgery and now she was fearful that the device itself might be faulty or that her body was rejecting it. The patient had already reached out to her doctor and she was waiting a response from him. The patient wondered if the issues were normal and what could have been causing the issues. The following day the patient reported that she was in a car accident in (B)(6) 2016 and had a minor fall from a step ladder last week, but it was confirmed that the shocking started before the car accident and fall. Turning stimulation off stopped the sensation. The issues started in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.